Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inability to charge and the implantable pulse generator (ipg) was no longer functioning. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.